Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 3 months post index procedure, the patient was hospitalized due to gi bleed caused by iron-deficiency anemia. Investigator indicated that the event was not related to the study device. Patient recovered without treatment.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).